Event description:
Same case as MDR ID: 2134265-2015-03824. It was reported that the patient experienced a stroke. The patient underwent a left atrial appendage (laa) closure procedure. Immediately after the procedure, the patient suffered a stroke. The patient experienced hemiplegia for a short time on one side. Approximately 45 minutes post-procedure the patient was diagnosed with cerebral embolism. This was treated with thrombolytic therapy. The patient was put on anticoagulant therapy and 30 days post-procedure, the patient recovered and the event was considered resolved. The cause of the embolism is not known.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).